Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a cryptococcus laurentii cap survey sample in association with the vitek® 2 yst test kit. The yst card result was slashline c. Famata/c. Lipolytica. The expected result was cryptococcus laurentii. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported an incorrect identification when testing cap survey isolate f-14 2017 via vitek® 2 yst ID cards. The expected identification is cryptococcus laurentii; however, the customer obtained a slashline identification of candida sake / candida lipolytica / candida famata. Biomérieux internal investigation was conducted. Since the customer did not submit the strain, the internal cap f-14 organism was subcultured, and testing included two (2) cards from the customer yst ID card lot and two (2) cards from a random yst ID card lot. Api® 20 c aux was also performed. On all cards tested, an excellent ID of cryptococcus laurentii was obtained. On api 20 c aux, a good ID (94.4%) of cryptococcus laurentii was obtained. Therefore, the final identification is cryptococcus laurentii. A comparison of customer card reaction results for the slashline call against expected reaction results for cryptococcus laurentii showed ten (10) atypical negative reactions (dmnea, irhaa, saca, ure, aglu, dxyla, grtas, iproa, naga, dgnta) that led to the incorrect identification. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The investigation concluded the vitek 2 yst ID cards are performing as expected.